Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Analysis found the high voltage output circuit damaged. The failure pattern is indicative of a damaged rv lead. Also, device diagnostics showed hv lead impedance measurement alert for out of range values.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form was received.

Event description:
It was reported that after dft testing an error message stating high voltage circuit damage was noted. The device was removed and replaced.